Event description:
It was reported while removing the 3-way stopcock from the dialysis catheter, the red extension line connector on the catheter broke. As a result, the physician exchanged the catheter with a new one. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.